Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye on (B) (6) 2006. The lens was explanted on (B) (6) 2010 due to low vaulting. The lens was exchanged for a longer lens. The patient's current bcva is 20/20.

Manufacturer narrative:
(B) (4) (secondary surgery), (lens, vaulting, low). (B) (4).